Event description:
It was reported to the manufacturer by the end user, per the end user/caregiver, on early saturday morning when I needed to use it to lift my husband who had fallen, the mast was vertical, in the mast slot securely with the locking device tightened prior to beginning to lift but somehow slipped upward out of the slot during the lift. The result is that the locking pin sheared off on one side and tore through the metal of the mast on the other side. Per the caregiver, he was in a sling but a significant percentage of his body was still touching the floor so he did not fall from height. The resident did not sustain any injuries. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.